Event description:
It was reported that the patient experienced "withdrawal symptoms" which included seizures, increased spasticity and "arms were spastic". The original refill date was 2007. The expected reservoir volume was 4.0ml; but only "got a drop" from the pump. The hcp decided to give the patient a therapeutic bolus and once the bolus was given, the patient began to feel better. The patient lives in a nursing home and the hcp thinks that may be the patient used a whirlpool and that may have led to "overinfusion" but he is not sure about that. Volumes will be checked at the next refill. A follow-up will be sent if additional information becomes available to us.